Event description:
The ICU experienced several episodes of the hypothermia blankets leaking. Most of the blankets were the top blanket some were bottom blankets. The leak was large on some of the episodes resulting in the whole bed being changed.health professional's impression:the nurses feel it was a defect in the blanket.manufacturer response for kit,hypothermia blanket, kool kit:manufacturer felt this was user error but there has been no rhyme or reason to the blankets springing a leak. It has been the vest both top and bottom as well as the blanket. It has been at all different times, when initiating, midway through and at the end. Blankets should last 68-72 hours but are lasting anywhere from 12-48 hours. The nurses had an inservice by the rep, so they know how to use the device.